Manufacturer narrative:
Blocks d9 & h3: the ace card (circuit board) was returned for evaluation. Block h3: visual inspection found no damage observed. During functional testing, the ace card was connected to a lab system and functioned as intended. All images loaded correctly with no hardware faults detected. Block h6: the probable cause of the reported error message could not be conclusively determined since no issues were detected during investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this system. Block d4: expiration date is not applicable for this system. Blocks d6 & d7: not applicable for this system. Block h3 & h6: at the customer site, the field service engineer replaced the ace card (circuit board). The intrasight system was verified and returned for use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in a coronary procedure. During use, a hardware error occurred; therefore, the system could not be used. The ivus exam was unable to be completed, and the patient will be re-evaluated. No patient injury reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.